Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a blood glucose of 437 mg/dl. The customer stated she had tried correcting her blood glucose with a bolus delivery. Customer was assisted with reviewing her settings in the set up wizard. Customer also stated she had delivered a manual bolus to troubleshoot if insulin was exiting the tubing. The customer was advised to not troubleshoot with a bolus. Customer also reported blood at site when she removed her tubing. Customer was advised to monitor the issue. No additional information provided.